Manufacturer narrative:
Findings: a compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are unable to exist the preparing to prime loop. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.